Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. It was noted that the lead had dislodged. The lead was explanted and replaced successfully. The patient was in stable condition post operation.